Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endometrial ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo"oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: specimen(s) received. Endometrial curetting¿s, adhesions and lesions sigmoid mesentery, left pelvic side wall and para ureter adhesions and lesions, rectovaginal septum lesions, uterus. Cervix, both fallopian tubes and ovaries with essure, adhesions on tubes and ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: specimen e is received in formalin labeled and 'uterus, cervix, both fallopian tubes and ovaries with essure, adhesions on tubes and ovaries.' The specimen consists of a 100-gram uterus, attached cervix and attached bilateral fallopian tubes and ovaries. The uterine body has been previously opened by the surgeon and upon reconstruction measures approximately 5 cm cornu to cornu, 5 cm superior to inferior and 3.5 cm anterior to posterior. The serosa is smooth yellow-pink. The endometrium is tan-pink flattened with a scar-like appearance consistent with a previous ablation. The bilateral fallopian tubes are fimbriated and average 5.5 cm in length x 0.7 cm in diameter. The proximal one-fourth of the right fallopian tube contains a metallic coiled device consistent with essure. Additionally, an essure coil is present within the left fallopian tube at the cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 53-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included endometrial ablation. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo"oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: specimen(s) received a: endometrial curetting¿s. B: adhesions and lesions sigmoid mesentery. C: left pelvic side wall and para ureter adhesions and lesions. D: rectovaginal septum lesions. E: uterus. Cervix, both fallopian tubes and ovaries with essure, adhesions on tubes and ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: specimen e is received in formalin labeled and 'uterus, cervix, both fallopian tubes and ovaries with essure, adhesions on tubes and ovaries.' The specimen consists of a 100-gram uterus, attached cervix and attached bilateral fallopian tubes and ovaries. The uterine body has been previously opened by the surgeon and upon reconstruction measures approximately 5 cm cornu to cornu, 5 cm superior to inferior and 3.5 cm anterior to posterior. The serosa is smooth yellow-pink. The endometrium is tan-pink flattened with a scar-like appearance consistent with a previous ablation. The bilateral fallopian tubes are fimbriated and average 5.5 cm in length x 0.7 cm in diameter. The proximal one-fourth of the right fallopian tube contains a metallic coiled device consistent with essure. Additionally, an essure coil is present within the left fallopian tube at the cornu.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.